Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) defibrillator: (B)(4) the device was returned, analyzed and no anomalies were found. The right ventricular lead is part of the advisory for this model.

Event description:
It was reported that the patient had fallen recently. It was suspected that the right atrial lead dislodged, and the right ventricular lead was also suspect due to high threshold and oversensing. After pocket revision and lead testing, the physician did not find any issues with either lead. The leads remain in use. The physician chose to remove the device based on consideration of battery longevity and for device analysis to check for possible defects or connector issues. A new device was implanted. No patient complications have been reported as a result of this event.